Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The emboshield nav6 device referenced in is being filed under a separate medwatch report.

Event description:
It was reported that the unsuccessful atherectomy procedure was performed to treat an occluded lesion in the popliteal artery. A non-abbott atherectomy system was being used with an emboshield nav6 embolic protection system (eps). On attempting to recover the filter of the eps post atherectomy, the barewire guide wire was noted to have unraveled and prevented the filter from being recovered. The guide wire and recovery catheter of the eps were removed; however, the filter detached. A snare was used to remove the detached filter. There was no adverse patient sequela and no clinically significant delay in the procedure. As the blood flow to the popliteal artery could not be restored during the procedure, the patient underwent a lower leg amputation a couple of days later. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation and stretched tip coils were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the distal end of the barewire became entrapped within the vessel, likely within the occluded lesion, and during the attempt to recover the filter, the tip coils on the barewire became stretched (unraveled) and the filter was unable to be recovered. Further retraction of the retrieval catheter and barewire likely resulted in the barewire ultimately separating with the filter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the returned device analysis identified the core of the barewire guide wire was separated and the tip ball was not returned. It could not be confirmed if the tip ball was removed from the patient. No additional information was provided.